Manufacturer narrative:
The cat6 was ovalized and kinked in multiple locations, including three locations along its distal shaft. Evaluation of the returned device confirmed it was ovalized and kinked. This type of damage likely occurred due to forceful manipulation of the cat6 during insertion into patient anatomy. If the cat6 is forcefully gripped or pinched during insertion, the catheter may become ovalized. The damage observed on the cat6 likely contributed to the resistance experienced during the procedure. The sep6 and non-penumbra sheath mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure the physician advanced the cat6 through a non-penumbra sheath. Upon advancing an indigo system separator 6 (sep6) through the cat6, the physician experienced resistance; therefore, the cat6 was removed. Upon inspection, the physician noticed the cat6 side was ovalized and kinked. The procedure was completed using a new cat6, the same sep6, and the same non-penumbra sheath. There was no report of an adverse effect to the patient.